Event description:
The customer discovered questionable ion selective electrode (ise) results after they noticed a high drift in patient results and a doctor complained. They pulled 44 patient samples and repeated them. Data was provided for eight patient samples. Sample 1 initial sodium result was 157 mmol/l, repeat sodium result was 143 mmol/l. Sample 2 initial sodium result was 150 mmol/l, repeat sodium result was 142 mmol/l. Sample 3 initial sodium result was 153 mmol/l, repeat sodium result was 142 mmol/l. Sample 4 initial sodium result was 153 mmol/l, repeat sodium result was 143 mmol/l. Sample 5 initial sodium result was 153 mmol/l, repeat sodium result was 143 mmol/l. Sample 6 initial sodium result was 159 mmol/l, repeat sodium result was 144 mmol/l. Sample 7 initial sodium result was 159 mmol/l, repeat sodium result was 143 mmol/l. Sample 8 initial sodium result was 153 mmol/l, repeat sodium result was 146 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct and corrected reports were issued. There was no adverse event. The sodium electrode lot number was b33. The expiration date was 02/29/2004. The customer refused a service visit and stated "there was something in the sample probe that worked its way out." The customer stated one sample "that caused the issue set too long and when tested on the c8000, the clot was aspirated."

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.